Event description:
It was reported that one dowel pin on the retainer arm is missing. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that one retainer arm has separated from the retainer because the dowel pin has fallen out. The macroscopic examination has shown that the pin was sufficiently secured with four spot welds. We are unable to give a conclusive statement regarding a possible failure reason. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We are unable to give a conclusive statement regarding a possible failure reason and the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device manufacture date: 06/02/2010.